Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer received a non-recoverable fault. The technical support engineer (tse) stated the logs confirmed 31221 errors. The tse had the customer do two hard restarts of the patient side cart (psc) with no change. The customer was about to dock, but they were looking to see if they had another psc available. The customer ended the call with no information provided. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator (roco) informed they were unable to resolve the issue with the instructions provided to us by dvstat so they had to remove patient side cart sk0216 and bring a different unit in the room to finish the case. The procedure was completed robotically using a different patient side cart with no injury to the patient. The ports had been placed and robot was ready to be docked when the issue occurred. The issue was identified during the procedure at the time of docking.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After troubleshooting and error log review, it appears the issue is related to power going to armnet 4. The fse replaced the proximal setup joint (suj), cardcage, and the flex4 op units to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. Failure analysis received the flex4 unit and all cables from the unit was plugged in to a system and unit was able to start with the system with no errors. The unit was also able to be clutched and be moved around within its rom with no errors. Failure analysis received the cardcage and was installed and tested on a test system. The system started up without any error. Ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the test for 2 hours in normal operation while testing other the part, it performed without any error. From the case note, replacing the cardcage did not resolve the issue at the site. This issue was not reproduced. The proximal suj unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the customer converted to another dv system after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
The set up joint (suj) was analyzed and found to have no failures. The fe logs indicated that arm net was having a loss of power and was generating a 319 error on a node. The unit was placed on a testing platform for further testing. The unit also passed all tests required. To address the issue the horizontal harness and axes controller setup (acu) board and fiber optic will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.